Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the touchscreen was not working. It was reported that there was no patient involvement at the time the issue was discovered as the issue was found during testing. The customer called technical support to report that the touchscreen was not working. The biomedical technician tested the device but could not duplicate the reported issue as the touchscreen was responding properly. No abnormality was confirmed. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.